Event description:
A user facility submitted a repair request to the olympus service center indicating, during inspection, the visera elite video system center had no image, and noisy image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the image failure and image noise was caused by a failure in the video connector lock section. However, the definitive root cause of the video connector lock section failure could not be determined. Olympus will continue to monitor field performance for this device.